Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he did a set change and there were air bubbles in the reservoir. The blood glucose at the time of the incident was 236 mg/dl. Troubleshooting was performed. The insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. Customer stated air bubbles did not persist after set change. The product will not be returned for analysis.